Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 1531 mg/dl. The customer was in a coma at the time of admission. The customer stated that the event was due to bent cannulas, and didn't feel the need to troubleshoot the insulin pump. Nothing further was reported.